Event description:
It was reported that during the procedure to treat a 90 to 99% stenosed, severely occluded, heavily calcified, de novo lesion in the non-heavily tortuous proximal right coronary artery (rca), pre-dilatation was performed using a 2.5x20 non-abbott balloon dilatation catheter (bdc) via 2 inflations to 14 atmospheres (atm). A 4.0x28 rx xience prime stent delivery system (sds) was then advanced over a non-abbott guide wire, into an unspecified 6f guiding catheter and to the proximal rca lesion without resistance. The rx xience prime stent was deployed via one inflation to 12atm without issue. Post stent deployment, after more than 45 seconds of deflation time, the balloon was only able to be partially deflated and was subsequently difficult to remove from the deployed stent; some force was required to retract the balloon from the stent. The balloon was also unable to be retracted through the guiding catheter, thus, the sds and guiding catheter were withdrawn from the anatomy as a single unit. The stent was confirmed to be fully apposed to the vessel wall. After treating a lesion in the left anterior descending coronary artery with a non-abbott stent, the procedure was considered to be completed. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.